Manufacturer narrative:
Technical services discussed a potential lead issue and that since the patient was asymptomatic and critical rv therapy was available, the physician could elect to continue monitoring. No changes were made to the lead at this time. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received new information. This lv pacing lead was surgically abandoned during the routine device replacement procedure. No new lv lead was implanted, as the patient received an implantable cardioverter defibrillator (ICD) instead of another cardiac resynchronization therapy defibrillator (crt-d). As the lead will not be returned, clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) pacing lead exhibited out of range pacing impedance measurements. Pacing thresholds were normal. Other pacing configurations also showed the impedance at greater than 2,000 ohms. It was noted that the impedance had been in the range of 500 ohms until the previous week, when the measurements were all greater than 2,000 ohms. The right ventricular lead was providing pacing and sensing appropriately and the patient was not symptomatic due to the impedance issue on the lv lead.